Event description:
Defect in product found by intravenous (IV) team nurse prior to use on patient--was not used on patient. No patient harm. Upon inspection of catheter prior to use found to be missing wire.